Event description:
It was reported by service report that the legs do not lower properly. The bearings, latch pins, lock bar slide bushings, and retaining rings were worn. There was pt involvement; however, no adverse consequences were reported.